Event description:
The outer package was labeled as a unistep plus 7mm x 40mm wallstent (model 40051). The device was successfully implanted. After implantation, the inside package was discovered to be labeled as a 7mm x 90mm unistep wallstent device. There was no claim of injury or consequence to the pt related to this event.